Event description:
It was reported that the insulin pump had multiple no delivery alarms on the insulin pump during basal and bolus. Customer's blood glucose reading at the time of the call was 260 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.